Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not extend due to the drive shaft lug being stuck behind the retraction stop. (B)(4).

Event description:
It was reported that during a procedure to implant a right ventricular (rv) lead the lead dislodged. The helix was retracted to reposition the rv lead but once retracted; the helix would not extend again after twenty turns. The lead was removed and the helix was confirmed to be stuck in the retracted position. The lead was not used and a different rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.